Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-l cvc for analysis. Signs of use were observed on the catheter body and inside the extension lines. The catheter body appeared intentionally severed. Visual inspection of the catheter revealed a small hole on the catheter body , adjacent to the juncture hub. The hole was separate from the seam between the juncture hub and the catheter body. The appearance of the damage was consistent with contact with a sharp object (e.g. Needle , scalpel, scissors, etc.) During use. The catheter body length from the juncture hub to the severed end measured 162mm which is not within the specifications of 207mm-227mm per product drawing. This indicates that at least 45mm of the catheter were cut and not returned for analysis. The catheter body outer diameter measured 2.45mm which is within the specifications of 2.36mm-2.46mm per product drawing. Functional inspection of the returned catheter was performed per the product IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen (s)." With the severed distal end occluded, the distal extension line was flushed using a lab inventory 10ml syringe. Water was observed exiting the hole in the catheter body. No defects or anomalies were observed when flushing the proximal extension line. A manual tug test confirmed the distal and proximal luer hubs were attached to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter body leak in use was confirmed through complaint investigation of the returned sample. Visual inspection revealed a small hole on the catheter body near the juncture hub, whose appearance was consistent with contact with a sharp object during use. The returned catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.